Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a physician used topical skin adhesive to close a laceration on his hand on an unknown date. The physician then scrubbed for two surgical cases after application on the same day. At the end of the day, the wound was completely open. Additional information was requested.